Manufacturer narrative:
Follow up 12-aug-2015: ptc investigation results were updated and provided. One device was received on 22-jun-2015. Ptc global number: (B)(4). Final assessment: failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, all IFU steps were completed. The device was returned without micro-insert. The catheter large tight pitch coil found to be stretched and broken. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of catheter or micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. The complaint sample provided was investigated. No quality defect or device malfunction could be detected at this time. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 2 further ae case reports have been received to date in relation to the reported batch, of which one case refers also to a similar adverse type of event. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-aug-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the spring broke on release (interpreted as device breakage). It was also reported a suspicion of perforation. The event device breakage is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Suspicion of perforation is serious due to medical importance and listed. During difficult insertions, single cases have been reported of essure breakage. Also, uterine/fallopian perforation with essure may occur, most often during insertion. In the present case, a tubal spasm during placement occurred and doctor reported that right implant seemed to be placed upside-down with terminal release of distal extremity and the spring broke on release. It was reported that an extremity appeared like a distal part of the implant as if it had been assembled upside-down but they had not been able to see any reversal of the implant on itself and without intra-cavity depression which evoked a perforation. Since the breakage and the suspicion of perforation occurred during essure insertion procedure, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(4) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number c64472. Physician states that patient had spasm during placement and informed that spring broke on release. In addition, doctor reported that right implant seemed to be placed upside-down with terminal release of distal extremity. Bilateral insertion was done with the concerned implants. No further information was provided. Follow-up received on (B)(4) 2015: information received from surgeon states that insertion was performed on (B)(6) 2015. Procedure was done under general anesthesia. Patient's uterine cavity was normal with small non-suspect endometrium polyp at anterior wall. Both ostium were well visible. Left tubal ostium catheterization with essure implant placement occurred according to procedure but with hard friction. On right, there was the same friction which evoked a small spasm, unusual feeling of incorrect release. The proximal extremity remained fixed to the delivery system requiring tractive effort to release implant with spring breakage. An extremity appeared like a distal part of the implant as if it had been assembled upside-down but they had not been able to see any reversal of the implant on itself and without intra-cavity depression which evoked a perforation. At the end of the procedure, there were 5 expanded outer coils on left and a big part of central active part of the implant in the middle of right ostium. No other medical information was provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the spring broke on release (interpreted as device breakage). It was also reported a suspicion of perforation. The event device breakage is non-serious and unlisted in the reference safety information for essure while the suspicion of perforation is serious due to medical importance and listed. During difficult insertions, single cases have been reported of essure breakage. Also, uterine/fallopian perforation with essure may occur, most often during insertion. In the present case, a tubal spasm during placement occurred and doctor reported that right implant seemed to be placed upside-down with terminal release of distal extremity and the spring broke on release. It was reported that an extremity appeared like a distal part of the implant as if it had been assembled upside-down but they had not been able to see any reversal of the implant on itself and without intra-cavity depression which evoked a perforation. Since the breakage and the suspicion of perforation occurred during essure insertion procedure, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 08-jun-2015: ptc investigation results were provided. Ptc global number: (B)(4). Batch number c64472 (production date 11-jun-2014; expiration date 30-jun-2017). Final assessment: failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Final risk classification risk category v. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 10-jun-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the spring broke on release (interpreted as device breakage). It was also reported a suspicion of perforation. The event device breakage is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Suspicion of perforation is serious due to medical importance and listed. During difficult insertions, single cases have been reported of essure breakage. Also, uterine/fallopian perforation with essure may occur, most often during insertion. In the present case, a tubal spasm during placement occurred and doctor reported that right implant seemed to be placed upside-down with terminal release of distal extremity and the spring broke on release. It was reported that an extremity appeared like a distal part of the implant as if it had been assembled upside-down but they had not been able to see any reversal of the implant on itself and without intra-cavity depression which evoked a perforation. Since the breakage and the suspicion of perforation occurred during essure insertion procedure, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.